Event description:
Additional information reported the patient experienced a loss of therapeutic effect. It was further reported the patient¿s issues had started in (B)(6) 2013. It was stated the patient¿s stimulator was checked in (B)(6) 2013 and three electrodes were off at that time. It was further stated the device was reprogrammed so the patient could sleep. It was reported the patient could not sleep because she was having problems with restless leg and leg pain. It was also reported the patient was in so much pain that she felt like she was going to throw up. It was noted after being reprogrammed the patient was able to sleep again. It was reported the patient¿sins was implanted in a deep pocket and that at the time of follow-up it had migrated to the top of her skin. It was further reported there was an edge of the ins that was sticking out and that she would bump it on everything. It was stated that while the ins was turned on it would burn her skin and cause nerve pain. It was noted the patient had an appointment scheduled for (B)(6) 2014. Additional information stated the patient was referred to get a morphine pump at her (B)(6) 2014 appointment. It was reported the patient¿s ins had ¿been a miracle¿ until (B)(6) 2013, at which point it no longer helped the patient¿s pain. It was stated the patient¿s ins no longer worked for her. It was clarified that the ins was working at the time of follow-up; it just no longer helped the patient¿s pain.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported on (B)(6) 2014 that the ins was going to be removed and a morphine pump will be implanted because the ins was not working anymore. Since (B)(6) 2012 the patient "can't lay down, can't sleep, losing my mind, wrist feels like it is broken, whole body hurts, legs kick and slam together, wake up crying, the most I sleep is an hour/couple hours a night". The patient does not take pain medications. About a month ago the patient was told she would be a candidate for a pain pump but she has not heard back to help find another doctor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4) , implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information provided reported that the patient was experiencing a loss of therapy. The patient stated that the device it self was working, but just not helping with the pain in their legs. It was noted that the issue started in (B)(6) 2016. It was reported that the patient tried increasing stimulation, but it didn't help with the pain. The patient stated that they couldn't sleep and were back to banging their ankles together again. The patient mentioned that they were going to start taking parkinson's medication again. The patient was to follow up with their healthcare provider (hcp). It was noted that the patient's cardiac physician wanted to do an MRI, so the patient would like their device removed. Indications for use are spinal pain and multiple back operations.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿riding up the skin¿ and their ¿legs are freaking killing¿ them. It was reported the patient cannot sleep and can ¿hardly sit in the chair¿. It was reported the patient¿s legs are shaking and at night their legs are ¿so bad¿. It was noted the patient has to sleep sitting upright. It was reported the patient¿s pain in their legs began one month prior to report when they were moving and carrying stuff. It was reported the patient lost therapeutic effect. It was further reported the patient fell down the stairs and falls 2-3 times a week because of their weak ankle and the ankle ¿rolls over¿. It was further noted the patient has fallen in the bathtub and at the front door. It was reported the patient can feel stimulation and turn it up so high it ¿shakes their guts loose¿ but it does not help their legs anymore. It was reported the stimulation is supposed to help the patient¿s legs. It was further reported the patient is now getting ¿petite seizure (blink of an eye)¿ and averages ¿50 seizures per day¿. It was noted the patient has had to have someone stay with them because of the seizures. It was noted the patient ¿had seizures before¿ but is having more now due to a lack of sleep. (See related event (B)(4) regarding ins movement for first implant)

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).